Manufacturer narrative:
The product investigation was completed (based on both received photographs and the actual complaint device). Device evaluation details: a picture was received for evaluation following biosense webster's procedures. According to pictures provided by the customer, foreign material was observed on the handle of the soundstar eco ge 8f catheter, no other damages or anomalies were observed on the photo provided. Visual analysis revealed no damage or anomalies on the device. A manufacturing record evaluation was performed for the finished device g9261149 number, and no internal action was found during the review. The issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a soundstar eco 8fg ultrasound catheter. There was foreign material at the shaft of the catheter. It was reported that after initially opening the soundstar catheter packaging, it was noticed that there are "white, paper fibers" on the catheter shaft. They believe the sterility of the soundstar catheter was compromised. The soundstar catheter was replaced and the issue resolved. The procedure continued. No patient consequences were reported. The issue was noticed when the catheter was opened. There were a few thin 1 cm fibers at the base of the catheter as well as white specs that looked like little paint drops. The device was not used on the patient. Foreign material inside packaging outside of specification is MDR-reportable.